Manufacturer narrative:
The device was lost in the return process and will not be received.

Event description:
It was reported that a red grease-like substance was observed to be leaking from the 1/4 inch reamer with jacobs chuck after cleaning. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that a red grease-like substance was observed to be leaking from the 1/4 inch reamer with jacobs chuck after cleaning. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.